Event description:
The analyzer produced several negatively biased digoxin results for both level I and level 2 quality control samples. A field engineer visited the site and performed modifications to the analyzer. There was no report of ptharm as a result of this occurrence.